Manufacturer narrative:
Device discarded by customer. The impella 5.5 pump was discarded by the customer therefore a failure analysis investigation cannot be completed.

Event description:
The complainant reported a (B)(6) years old white male patient had impella 5.5 pump inserted in the right axillary with difficulty due to vascular anatomy and poor vision on fluoroscopy in the operating room (or). The physician decided to stop repositioning attempts in the or and sent the patient to the intensive care unit (ICU) to optimize position under transesophageal echocardiography (tee). The team failed to reposition the pump; under echocardiogram (echo) inlet cage was visually entangled with the papillary muscle. As a result, venoarterial extracorporeal membrane oxygenation (va-ECMO) was added, the next day a left ventricular assist device (lvad) was implanted, and both the impella 5.5 and va-ECMO was explanted.